Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one month post operative an open rotator cuff repair, the patient presented with a suture knot abscess. This was treated by locally removing the suture which remedied the problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image of one surgical site. Photographic inspection noted a red surgical site. Photographic inspection did not note any sutures. An elevation on the surgical site was noted. A review of the device history record could not be performed. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. All suture products undergo sterility testing after the manufacturing process, and therefore it is unlikely that the infection was a result of any suture product. If information is provided in the future, a supplemental report will be issued.